Event description:
The customer reported an alarm during the manual prime. No damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded / loose drive support disk.